Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had recently experienced low blood glucose of 22 mg/dl but is unsure how the low blood glucose occurred. Customer indicated that it may have been due to being unable to obtain food. Customer does not recall any significant events leading to the error. No further information was given.